Event description:
On (B)(6) 2025, the user reported that the dexcom g6 continuous glucose monitoring (cgm) transmitter stopped working overnight due to a dead battery, resulting in elevated blood glucose (bg) readings. The agent assisted the user in entering the new transmitter code into the ilet. The highest blood glucose (bg) recorded was 275 mg/dl. Bg was corrected after connecting the new transmitter. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.